Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A fractured tibial articular surface provisional was returned as a worn instrument in need of replacement. No information is known about how the instrument became fractured and there was no reported patient involvement.

Manufacturer narrative:
The reported event is confirmed as the returned tasp exhibits signs of repeated use and the anterior section of the post feature has fractured off; not all pieces were returned. DHR was reviewed and no discrepancies were found. The likely root cause for the tasp fractures is bending/torsional loading on the device, which has since been addressed with a design modification. This issue was previously investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.